Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Device data is expected to be sent in for review at a future date, however currently has not been completed. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).